Event description:
On (B)(6) 2014, the patient contacted animas stating the up/down arrow and ok keypad buttons were slow to respond. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/13/2014 with the following findings: there is no damage found to the keypad button cover. All of the keypad buttons responded to button presses as expected. The keypad cover was removed; no damage or contamination was found under the button key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.